Manufacturer narrative:
Event date: (B)(6) 2014. Received by MFR date: 10/23/2014. Conclusion / root cause: the data acquisition was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator alarmed and shut off during normal ventilation operation. The customer reported the unit was in use on a patient and there was no patient harm. The manufacturers field service engineer (fse) was unable to duplicate the reported problem. The fse reported review of the device diagnostic history noted a data acquisition pcba adc failure which may result in a vent inop occurrence. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The fse replaced the data acquisition pcb board to address the findings and reported problem. Applicable final testing was performed per operating specifications.